Event description:
Pt to or for scheduled laparoscopic nephrectomy. Upon firing stapler, noted arterial oozing. Converted to open procedure with subsequent repair to aorta laceration. To ICU postoperatively in critical condition. Coded at 2140 with resuscitative efforts unsuccessful. Pronounced at 2205.